Event description:
It was reported that the patient presented in the clinic for follow up. Upon device interrogation, it was noted that the implantable cardiac monitor (icm) was in back up operation mode. Programming changes were made. The patient was in stable condition.